Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #816c11. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 816c11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Expiration. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The knife was stopped but the datail was unknown.or, did the device start to deploy staples and cut but could not be completed (partially fire)? The knife was stopped but the datail was unknown. Or did the device fully fire and stop during the automatic knife return? The knife was stopped but the datail was unknown. Was there any difficulty opening the device jaws? No. If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic hepatectomy, on the second firing, the knife stopped working. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.